Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not successfully load software from the software distribution network (sdn). The caller used a universal serial bus (usb) to complete to download. After the software was loaded, the programmer was used to interrogate a device; however, it would not complete an interrogation. Another programmer in the room was used to complete the interrogation. After this, the programmer in question worked fine with all other devices other than a little noise. Caller wonders if this could have been caused by the software download. Technical support (ts) explained that it could not. The issues are separate. Ts discussed the noise issue and using another radio frequency (rf head). If the noise issue persists, the programmer will be sent in, otherwise will be used as a backup programmer. No patient complications have been reported as a result of this event.